Event description:
A technologist reportedly injured her wrist and shoulder when she was pushing the table to move the patient into the bore. After landmarking the patient and hitting the advance to scan button, the table stopped abruptly after moving only approx. 6-8 inches. The technologist moved the table back out, and tried to advance the table again. She tried pushing on the table to help move it into the bore when she heard a "pop" in her right wrist and both shoulders. The patient had x-rays and mris done, and it was reported that she had ruptured her scaphoid lunate ligament and that her lunate bone has rotated 90 degrees. This injury will require surgery to reposition the lunate bone and repair the ruptured tendon. In addition, an MRI revealed that she has a partial tear of her rotator cuff of her right shoulder. This injury is currently being treated with a tens unit and physical therapy. She is also feeling grinding and popping in her left shoulder but there has been no diagnosed injury as of yet.

Manufacturer narrative:
A gehc field engineer evaluated the table, and found a broken pin. The table has been replaced at the site.